Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/18/2019.

Event description:
The customer reported a touchscreen failure. It is unknown if the unit was in clinical use at the time the reported issue was discovered. It is also unknown if there was patient involved.

Manufacturer narrative:
Date received by MFR: 27nov2019. The field service engineer performed an evaluation and confirmed the reported problem. The field service engineer performed the repair and replaced the touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.